Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's stimulation was no longer covering the areas of her pain. Fluoro revealed leads had migrated multiple vertebral bodies. Impedances were checked, and the patient had a lead replacement. The issue was resolved at the time of the report.